Manufacturer narrative:
The technician found the hydraulic manifold was clogged. Repairs have not been completed.

Event description:
Info received indicates the bed has no CPR or emergency trendelenburg function.